Event description:
Pt had an indwelling 6 french urinary catheter in place. While repositioning the pt for an x-ray, the catheter broke apart just above the y where the narrow part ends. The indwelling portion of the catheter was removed without incident. This is the 4th reported incident involving this product. See medwatch report dated 3/31/95.